Manufacturer narrative:
The root cause of the reported event cannot be determined. Implant fracture is a known possible adverse effect of hip arthroplasty, as noted in the instructions for use. This is the same pt/event as MFR# 9616680-2012-00346.

Event description:
It was reported revision tha was performed to remove a fractured stryker alumina head and liner.